Event description:
It was reported the patient is without stimulation and her ipg is unable to communicate with external devices. The sjm representative met with the patient and confirmed the issue. Surgical intervention was undertaken and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.